Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii/IV, device rupture.

Event description:
Australia. Allegedly, a patient who underwent an augmentation mammoplasty in (B)(6) 2025 required a revision surgery due to a baker grade iii/IV capsular contracture in her right breast. During the revision procedure, the device was found to be ruptured.

Manufacturer narrative:
This follow-up report is being submitted because was identified that the serial number originally reported as involved in the event was incorrect. Therefore, this follow-up submission is intended to update the FDA with the accurate serial number information to ensure traceability and proper documentation of the event.